Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received no delivery alarm. The customer's blood glucose was 130mg/dl at the time of incident. It was reported that the no delivery alarm occurred with the set. There was no indication of troubleshooting. The reservoir will not be returned for analysis.